Event description:
It was reported that the patient's generator and lead were explanted due to infection on (B)(6) 2010. The patient had a history of (B)(4), which caused recurrent infections. The patient had vns generator implant surgery on (B)(6) 2010, and the infection was most likely due to the surgery. The device history records of the generator and lead were reviewed, and the devices were both sterilized according to procedure prior to release. No further relevant information has been received to date.